Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens, -14.00/+2.5/116 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was not resolved. The patient was not satisfied because of halos. See MFR. Report # 2023826-2021-00468 for replacement lens. The cause of the event was unknown. D6a: (B)(6) 2020. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.00/+2.5/116, (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The lens was explanted due to excessive vaulting. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.